Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, there was a leak found from crack in the enclosure near the drain fitting and from the cracked tank cover. This was found to have been caused by normal wear and tear from use of the drain tube. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking from the bottom housing. There were no reported adverse events.

Manufacturer narrative:
Other, other text: additional information: d1, d3, d4 catalog number, d5, g1 and g5 d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.a product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure and tank cover, outdated printed circuit board (pcb), power switch, and front cover. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device is leaking from a crack in the enclosure near the drain fitting and from a cracked tank cover. Root cause was found to be wear and tear from use of the drain tube caused by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped., corrected data: h6.